Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a male with non-communicating hydrocephalus on (B)(6) 2012. The initial pressure setting is unknown. After implantation, it was found that the setting could not be changed and csf did not flow smoothly. Since csf flow was not confirmed by contrast radiography, the surgeon replaced the device with the same new product on (B)(6) 2016. The patient¿s condition is good after the revision.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the "as received" valve. The position of the cam when valve was received was 150mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3101 with lot cmjb8n, conformed to the specifications when released to stock in 9th august 2011. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.